Manufacturer narrative:
The initial reported event was received on 2016 (B)(6). Of note, the reportable malfunction and serious injury is normally submitted via a bimonthly medwatch report submission that should have been submitted on 2016 (B)(6). Information was subsequently received on 2016 (B)(6) and revealed that the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an elective aortic root replacement. Post-operative, the patient was stable and ready to extubate. The external pulse generator (epg) was being used to pace the patient sequentially at the time in ddd mode. The patient spontaneously went in to ventricular tachycardia (vt)/ventricular fibrillation (vf) with no cardiac output requiring surgical intervention; pacing was stopped. Resuscitation and cals (cardiac advanced life support) protocols were implemented, surgical stability was achieved via an open chest and surgical intervention. Patient was nursed as a level three patient in critical care, however the patient later died. The external pulse generator was removed from clinical practice and sent to clinical technology for investigation. The epg is expected to be returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found the device performed within specifications. The device passed self test, functional test, bench test, and endurance test. It was noted blood residue was found in the battery drawer and the battery contacts were contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.